Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Motor passed the motor test. No unexpected pump error 35/130 alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin pump errors. Customer was able to successfully clear the alarm and was able to complete insulin pump rewind. The customer also reported that they performed self test and displacement test, both test passed but the alarm recurred multiple times. No harm requiring medical intervention was reported. The device will be returned for analysis.